Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: outcomes of an iliac branch endoprosthesis using an ¿up-and-over¿ technique for endovascular repair of failed bifurcated grafts. Authors: emanuel r. Tenorio, md, phd, gustavo s. Oderich, md, giuliano a. Sandri, md, jussi m. Kärkkäinen, md, phd, manju kalra, mbbs, randall r. Demartino, md, jill k. Johnstone, md, and fahad shuja, mbbs https://doi.org/10.1016/j.jvs.2018.10.098. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following adverse events were reported; malfunctions; type ib endoleak, unknown type endoleak, type ii endoleak, difficulty positioning